Event description:
Revision surgery - the pt had a loosened glenoid. The surgeon removed the glenoid and replaced it with a larger size.

Event description:
Revision surgery - the patient had a loosened glenoid. The surgeon removed the glenoid, but did not replace it. A larger size head was replaced.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose glenoid after 6.5 years of patient use. The outcomes attributed to the event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: two due to trauma. This is the first complaint for this lot number. The root cause for the loose glenoid was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.